Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 10mar2017 our affiliate in the (B)(4) received an email from a patient who reported that he/she had been wearing johnson and johnson contact lenses for twenty-eight years. The pt reported that he/she is ¿needing a corneal transplantation.¿ the pt stated that after he/she was told by the eye care professional (ecp) that he/she is ¿never going to be able to wear lenses again, because this is what cause the infection.¿ on 15mar2017 the pts ecp information was received by email. It was reported that the pt was wearing the acuvue oasys brand contact lenses. On 17mar2017 a call was placed to the pts ecp and the following information was received as follows: ¿the pt developed a yeast infection to both of the eyes, but the left eye was worse than the right eye.¿ the ecp reported that the os is the eye the pt had to have the operation on. He/she stated that the pt is ¿now visually handicapped and visual sight is only 30% and the pt has to wear sunglasses inside.¿ on 22mar2017 an email was received from the pt. The pt stated that the infection occurred in (B)(6) 2015. The pt also reports treatment with voriconazole tablets, amphotericine b 0.5 %, and chlorhexidine eye drops. On 31mar2017 our affiliate spoke with the pt and obtained additional information. The pt stated that he/she will look to see if the lot # and product are available, but thinks that the suspect lot # was discarded. The pt also reported that he/she did not sleep in the lenses, did not swim in the lenses, and replaces the lenses every two weeks as directed. No additional medical information has been received. This is to document the event for the pts od event. The pts os event will be captured in a separate report. Additional medical information was requested. The lot # and suspect product availability are unknown at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.